Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed button error; she could not remove the battery either. The patient's blood glucose at the time of incident was 300 mg/dl, which was treated via manual insulin injection. Troubleshooting did not occur as the call dropped. The customer was called back but the call dropped again. No products were returned or replaced.